Event description:
(B)(4). It was reported that anchors on 3 individual slings broke during implantation. Associated MDR 1018233-2013-02676.

Manufacturer narrative:
The investigation is in progress. Once the investigation is complete, a follow-up supplemental report will be mailed.